Event description:
The cause of death was cardiopulmonary arrest, respiratory failure, interstitial lung disease and pneumonia.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dissection).

Event description:
During index procedure, the rca was pre-dilated with a sprinter balloon. Dissection occurred following pre-dilation. An endeavor resolute drug eluting stent was subsequently implanted in the rca. Approximately 42 months post index procedure cardiac death occurred.